Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported there was a loss of stimulation. There was no stimulation. There were no falls, trauma, medical tests or emi related to the issue. The patient had not checked the device with the patient programmer. There was no troubleshooting performed due to lack of access to the product. The patient reported pain daily in the lower back and right leg, and trouble walking on the right side. It was considered a sudden change in therapy/symptoms. Patient services reviewed that this was a medical management issue and needed to make an appointment with a health care professional. The patient understood. Medical history includes chronic low back pain and spinal pain. If additional information is received, a supplemental report will be submitted.